Manufacturer narrative:
Concomitant medical products: crt-d dtba2d1 ICD, implant date: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited unstable, high and undefined impedance, intermittent pacing failure and presence of noise was observed on atrial fibrillation (af) episodes recorded. A possible lead fracture was suspected. The lead remains in the patient and was replaced. No patient complications have been reported as a result of this event.